Event description:
The pt reported blood glucose results of 250 and 190 mg/dl with a lifescan meter, performed within 10 minutes of each other. Pt used two different lot # of test strips to obtain the blood glucose reading. The pt did not experience any symptoms at the time of testing and contacted nurse for advice. The test strips were in good condition and not expired. The pt did not have control solution to check the test strips. Based on the information provided, there is no evidence of a serious injury or a meter malfunction.